Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing. The root cause for the reported complaint was due to the damaged load cell 2 as a result of wear and tear. The returned platform was manufactured in june 2011 and is 8 years old, passed the expected service life of five years. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message displayed upon powering on. The load cell 2 was replaced to remedy the ua07 error. Unrelated to the reported issue, the archive data was unable to be downloaded through infra-red (ir) port. The processor board was replaced to remedy the problem. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Per user, the reported ua07 error occurs intermittently. No patient involvement.